Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had received pump error. The customer¿s blood glucose level was 127 mg/dl. The customer states that they put a battery into and out of the pump and they got a pump error. Advised to monitor the pump. The insulin pump will not be returned for analysis.